Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that after 4 vf episodes on (B)(6) 2021, a loss of signal in the ra and rv followed by noise on the ff and rv channels was detected. Device remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.